Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump infused an antibiotic for over one hour and when it finished, it looked like there was a significant amount of volume left, estimated >50ml. The pump was reset to run an additional 50ml at the same rate. About 15-20ml remained in the bag once finished. The setup included a continuous intravenous (IV) set with an emergency line of 250ml normal saline hanging on a blue hanger at the lowest length. The antibiotic was attached at the first port that is located above the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h6 and h10: the device was not returned and the serial number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.